Manufacturer narrative:
(B)(4). The complainant reported that the stent remained implanted but the delivery system is available for return. However, the device has not yet been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on may 7, 2019 that a wallflex biliary rx fully covered stent has been implanted to treat a malignant stricture in the distal common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure on (B)(6) 2019. According to the complainant, during the procedure, it was very difficult to retract the sheath off the stent, but the stent was able to be deployed. However, it was noticed that the inner catheter was separated from the delivery system upon removal of the device from the patient. Reportedly, when the delivery system was pulled out from the scope, the inner catheter remained sticking out the distal end of the scope while the rest of the delivery system was fully removed from the biopsy channel. The physician was able to grab the inner catheter at the distal end of the scope and pulled it out from the scope channel. Reportedly, the stent remains implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on may 7, 2019 that a wallflex biliary rx fully covered stent has been implanted to treat a malignant stricture in the distal common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure on (B)(6) 2019. According to the complainant, during the procedure, it was very difficult to retract the sheath off the stent, but the stent was able to be deployed. However, it was noticed that the inner catheter was separated from the delivery system upon removal of the device from the patient. Reportedly, when the delivery system was pulled out from the scope, the inner catheter remained sticking out the distal end of the scope while the rest of the delivery system was fully removed from the biopsy channel. The physician was able to grab the inner catheter at the distal end of the scope and pulled it out from the scope channel. Reportedly, the stent remains implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block h6: problem code 2907 captures the reportable event of inner sheath detached. Block h10: (product investigation): a wallflex biliary rx delivery system was received for analysis; the stent was not returned. Visual analysis of the returned device found that the inner shaft was completely detached and kinked. The clear outer sheath was kinked at the distal section. No other issues with the delivery system noted. The damages noted to the delivery system were consistent with excessive force applied to the device during attempted deployment when resistance was encountered. The investigation concluded that the observed failures and the reported event may have been due to procedural factors such as, handling of the device, the technique of the user, and the normal procedural difficulties encountered during the procedure which limited the performance of the device. Therefore, the most probable cause of the event is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.